Manufacturer narrative:
The implanting clinician removed the sutures, washed the wound with an antiseptic solution, and applied steri-strips. Implanting clinician prescribed antibiotics to help fight/prevent infection and scheduled a follow-up appointment for (B)(6) 2020. At the follow-up appointment on (B)(6) 2020, the implanting clinician noted that the wound is healing. However, the wound is still tender to the touch. The implanting clinician prescribed an additional round of antibiotics to prevent the infection from spreading and helping with the healing process. The implanting clinician noted that an explant procedure was not necessary at this point and that he will continue to monitor the wound healing process. The implanting clinician could not obtain cultures to send to the laboratory to confirm the infection since the incision site is not draining or oozing. The patient was scheduled for an additional follow-up appointment on (B)(6) 2020. Stimwave conducted a review of sterilization and packaging records for the respective product lot. Stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient attended a one-week follow-up following the implant procedure. The implanting clinician observed the pocket site was red and tender to the touch.